Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l5-s1 transforaminal lumbar interbody fusion, l1-l4 decompression, and t10-pelvis instrumentation. It was reported that there was rod breakage noticed in post-op imaging. Revision surgery is planned to replace the rods on (B)(6) 2025 and unsure if the revision surgery is in direct response to the rod breakage or not. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).